Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon burst occurred. There were four stenosed lesions in the right coronary system to be treated. When the physician tried to treat the first proximal stenosed right coronary lesion with a 2.5x20 maverick2 monorail balloon, the balloon burst. It is unk how many inflations and to what atmospheres occurred. The procedure was completed with a different device. The pt status is listed as stable with no complications reported.